Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was resetting. During servicing, the issue was isolated to the electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (resets monitor) has been confirmed. As received, the electrode belt failed the current test. Upon eval, the blue (can l), black (main batt), green (+3.3v), and yellow (pgnd) wires were exposed inside the trunk cable connector. The cause of the resetting monitor is current draw from the electrode belt. The cause of the current draw is the exposed wires in the trunk cable connector. The root cause of the exposed wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wires. The pt was issued a replacement electrode belt.